Event description:
It was reported that the handpiece overheated. This did not occur during any surgical or medical procedure, so there was no pt involvement. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.